Event description:
It was reported that the patient has expired. The date of patients' death and implant duration are unknown. It is also unknown if the death was device related. Information learned from implant patient registry. Through follow-up with the health-care provider, we were only able to receive a copy of the operative report (2009). From the operative report, it was learned that the patient was "taken to the intensive care unit in stable condition". Unfortunately, no other information was provided. The cause of death remains unknown. A device history record (DHR) review is in process.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Through followup with the health-care provider, it was learned that this event was not device related. Therefore, this is no longer a reportable event.